Event description:
Pt was revised due to the femoral stem.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined this product code has been considered obsolete since february of 2005. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.